Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). We could not verify customer complaint about drill heating up, as the unit was not running when received. Nose bearings and other parts needed to be replaced due to corrosion. The unit was tested and passed all manufacturing specifications. The device was repaired and returned.

Event description:
It was reported the front collet heats up fast. No reported patient impact.